Manufacturer narrative:
One used device was received and evaluated. Testing found that solution leaked from a hole at the connection between the inlet port of the cassette and the tubing. The cause of the hole was due to excess solvent application that weakens the tubing causing a hole. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the manufacturing facility, solution leaked from a hole at the connection of the inlet port of the cassette and the tubing. Subsequent to verification testing, the customer contact provided the following information that indicated a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of medication leaked from a cut int he distal tubing of the tubing set. No specific details were provided. The tubing set was replaced adn the therapy ws initiated. Though requested, no additional information was provided.